Manufacturer narrative:
On 05 may 2017 the medical affairs performed a clinical evaluation and commented as follows: the insert fixation screw is backing out after approximately one year in a ps tkr. The most probable reason for this event is supposed to be insufficient tightening torque; however, as the phenomenon could not be reproduced in laboratory to date, we cannot state that this is the only possible reason. If the screw is removed or, better, re-tightened with a torque-limiting screwdriver, no clinical consequence is to be expected. On (B)(6) 2017 the patient match department performed a review of the planning of this case and commented as follows: our analysis of the planning process of this case found no deviations from the standard procedures. No errors have been found in any step. Additional information received on 09 may 2017 and includes: the revision surgery was performed successfully on (B)(6) 2017. They used the new screw with a new liner and tighten it with the torque limiter screwdriver which was available during the surgery. The liner will be returned for further investigations, the screw won't. Batch review performed on 17 may 2017. Lot 136094: (B)(4) items manufactured and released on 10 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
During a standard patient follow-up check in the hospital, the surgeon detected the loose tibial fixation screw on the x-ray pictures. At the time of the surgery no torque limiter screwdriver was available. The surgeon will now try to remove the screw arthroscopically, if that is not working he will change the whole tibial insert.

Manufacturer narrative:
On 27 june 2017 the r&d project manager performed a visual inspection of the explanted tibia insert and commented as follows: the insert is found damaged on the distal surface, showing evident dents and scratches. The insert is there plastically deformed with impressed the negative shape of the threaded part of the screw. Without the safety locking screw, the ps insert probably de-clipped from the baseplate. The screw, out from its seat, was most likely interposed between the bottom surface of the insert and the tibia baseplate, and undergoing to body weight load, caused this dents and scratches on the distal surface of the insert. The most-likely cause for the progressive self-unscrewing of the screw after 1 years from implantation, was insufficient tightening torque during primary surgery. The screw was fixed without the torque limiting screwdriver. During the revision surgery both the pe insert and the screw were removed. We can supposed that the femoral and the tibia components were found undamaged. Additional information received on 28 june 2017 and includes: the inlay was properly fixed to the baseplate. The bottom damage happened probably during the remove of the inlay.